Event description:
It was reported that when an asymptomatic patient presented remotely via (B)(6) transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed. Programming change was made. The patient¿s condition was fine.